Event description:
The pt had 2 leads (from the same lot) implanted as part of her scs system. It was reported the pt's lead was fractured and had invalid impedances. Reprogramming was able to provide effective coverage. However, the pt later indicated experiencing a stinging sensation when stimulation was turned on. The sjm rep met with the pt and additional reprogramming was tried to no avail. Surgical intervention was undertaken and the pt's leads were explanted and replaced. The pt reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.